Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 431 mg/dl. Customer stated insulin pump had no delivery alarm and motor error alarm. Customer stated they were able to rewind insulin pump. Customer was performed displacement test and it was passed. Customer stated drive support cap appears normal. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.